Event description:
It has been reported that the AED did not pass the self diagnostic check.

Manufacturer narrative:
This issue was previously reported on (B)(4) with MDR 3030677-2016-02943. The device investigation is completed as above.